Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a25011, model/catalog description: phase iii linear lead - 50 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lost coverage of desired stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively and regained desired coverage.